Event description:
On (B)(6) 2014, the patient's partner reported there was insulin leakage in the infusion device system. She was unable to determine where the leak originated and noticed the issue when she removed the cartridge from the infusion device. No physiological effects were reported. The cartridge was requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.